Event description:
It was reported that the patient with this pacemaker experienced syncopal pauses due to overversensed noise in the right ventricular (rv) channel. Technical services (ts) was contacted and discussed possible reprogramming options. This pacemaker remains in service. No additional adverse patient effects were reported.